Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was showing the patient's implantable neurostimulator (ins) was at end of service. It was noted they had been charging every day, and the device had been implanted in (B)(6) 2019. The patient was advised to follow-up with physician. No symptoms were reported as a result of the event.